Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material adhering to the air/water cylinder, nozzle and on the bending section could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak in the bending section, it is possible that proper reprocessing could not be performed and the foreign material could not be removed. The event may be detected/prevented by following the instructions for use sections below: gif-ez1500 operation manual chapter 3 preparation and inspection. Gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process: air/water cylinder has no color, suction-cylinder has no color, control unit has discoloration, switch box has a scratch, scope-cover has foreign objects, due to a cut on bending section, water tightness is lost, due to dirt on light guide lens, illumination is uneven, image guide protector has discoloration, objective lens has a chip, light guide lens has a crack, light guide lens has discoloration, connecting tube has a wrinkle, universal cord has buckling, scope cover case unit with foreign material. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the nozzle, air/water cylinder, and bending section have foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.